Event description:
Procedure type: hernia. According to reporter: during the fall of 2010, the pt developed a lower bowel obstruction, a corrective surgery took 7 hours to complete. Allegedly, the pt's bowel was densely adherent to the abdominal wall. The rest of the abdomen was adhesed. The corrective surgery required at least 3 separate bowel resections and the pt may experience additional corrective surgeries.

Manufacturer narrative:
(B)(4).